Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed deep vein thrombosis, thrombus and cardiac tamponade six days post implant. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.